Event description:
It was reported that this right ventricular (rv) lead has been showing shock impedance high, out of range (oor). Over the last months had gradually risen, also, the beep for oor is off so not beeping. Presenting electrogram looks appropriate with no noise. No stored events and no obvious signs of shock lead fracture. It was recommended to measure shock impedance in clinic and check shock breakdown to see if coil to can was an option. Furthermore, a change in the shock impedance limit and continue monitoring was recommended. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.